Event description:
During an av graft, via the femoral approach, when attempting to pull the wire guide out of the sheath the wire guide appeared to have gotten caught and broke off inside the pt. The wire guide tip was not retrieved.